Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Informed by ortho coordinator that the femoral impaction attachment from a loan kit. This didn¿t happen during the case, must have been post op during one of the wash cycles.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device and photo confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.